Manufacturer narrative:
The reported failure of the internal battery charge test step failure is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: the device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy 100 was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed a test step indicating an internal battery charge failure occurred. The device's detachable battery cable was found to be corroded. The detachable battery was replaced to address the issue. Additionally, not related to the reportable event, several components were replaced due to physical damage. The device was tested and passed all final testing.